Event description:
After an implantation period of approx. 65 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
This device was explanted on (B)(6) 2020. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between (B)(6) 2017 and (B)(6) 2019, the right ventricular sensing amplitude fluctuated between 14mv and 19mv with an abrupt drop to 11mv in the end of the recording period. The right ventricular pacing impedance was recorded initially at 450 ohms before it rose gradually from 450 ohms in (B)(6) 2019 onto 550 ohms in the middle of (B)(6) 2020, followed by intermittent jumps greater than or equal to 3000 ohms till the end of the recording period. In the available iegm episodes, artefacts and oversensing were visible in the right ventricular channels, as well as inappropriate ICD charges and shocks, as indicated in the complaint. The manufacturing process for this device was investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between may 28th, 2017 and december 30th, 2019, the right ventricular sensing amplitude fluctuated between 14mv and 19mv with an abrupt drop to 11mv in the end of the recording period. The right ventricular pacing impedance was recorded initially at 450 ohms before it rose gradually from 450 ohms in november 2019 onto 550 ohms in the middle of january 2020, followed by intermittent jumps greater than or equal to 3000 ohms till the end of the recording period. In the available iegm episodes, artefacts and oversensing were visible in the right ventricular channels, as well as inappropriate ICD charges and shocks, as indicated in the complaint. The manufacturing process for this device was investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.